Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that vessel puncture closure was attempted using a starclose se device after an interventional procedure. Reportedly, there was resistance with the starclose se thumb advancer during clip deployment and the starclose se sheath did not split completely. The clip did not deploy and remains in the starclose se device. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and there was no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) identified evidence of difficulty splitting the sheath. Av reviewed the lot history record and other sources of manufacturing data. Root cause analysis concluded the issue is likely related to material used in the starclose manufacturing process. Av is working on possible mitigations to prevent recurrence per internal operating procedures. Av will continue to trend the performance of these devices.